Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. Age at time of event: the facility reporter indicated the patient was in his sixties. Weight: the facility reporter indicated the patient weight was approximately (B)(6) lbs.

Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned without the plunger, needles, the complete suture, posterior needle tip, anterior and posterior cuffs and link material. There was no detected damage to the device handle, guide tube, guide, foot or sheath. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss or needle strike or possible malfunction of the device. During testing a proxy plunger was inserted and needle trajectory was acceptable with both the anterior and posterior needles entering their respective foot pocket. Additionally, every device is checked twice for proper needle trajectory during its manufacture. A possible cause for the reported cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment; however, none of the possible causes or the cuff miss could be confirmed. There was no detected manufacturing or quality issue and the root cause for the complaint is undetermined. A review of the device lot history records did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.